Event description:
The customer reported that the device had a 72 cm perforation involving an olympus duodenovideoscope. This did not occur during a procedure, there was no patient injury reported.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.